Manufacturer narrative:
H3: a pipeline flex embolization device was returned for analysis. No bends or kinks were found with the pipeline pushwire. The hypotube was found to be intact with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be intact. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be collapsed and frayed. Braid end 2 was found to be opened and frayed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as the proximal and distal braid ends were unable to be determined. It is likely the cause for ¿failure/incomplete open distal¿ is the result of re-sheathing the device more than two times. The customer reported re-sheathing device more than 3 times. However, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured right ic aneurysm with a max diameter of 7mm and a 5mm neck diameter. The landing zone was 2.7mm at the distal end and 4.3mm at the proximal end. It was noted the patient's vessel tortuosity was normal. Dapt (dualantiplatelet treatment) was administered. There were no issues postoperative related to blood flow imaging. It was reported that when the sleeve was removed and deployment was started, the front part of the pipeline opened but the tip did not. It was re-sheathed and deployment was repeated, but it did not open, so it was collected and replaced with a new one. Deployment failure occurred in the distal stent region. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was re-sheathed 3 or more times. There were no additional steps or other devices used to deploy the stent. The pipeline was re-sheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the package insert. No patient symptoms or further complications were reported as a result of this event.

Event description:
New information received stating that it was a paraclinoid aneurysm in the internal carotid artery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.